Event description:
The customer reported that while using the instrument max clinical a run of 12 samples all reported positive. The customer stated they did not believe the results to be correct due to the high # of positives on one run. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on:(B)(6) 2020. H6: investigation summary the complaint of "false positive results" was reported against the bd max instrument catalog number(B)(6), serial number (B)(6). Customer reported receiving all positive on sample run. All samples on side a tested positive for cov-2 (n2) and 2/12 samples on side b tested positive. Customer ran another sample and all samples on side a was satisfactory and a deep clean with dna away was used. Customer then updated their udp for 585/630 channel from 0 to 1.5. Customer performed em run and concluded no environmental contamination. Patient sample ran on the following day and the same issue persisted. Customer was asked to send csv and pdf, log files and db. Global reviewed db and identified higher initial fam signals and some cy5 normalizer drift. Field service was dispatched to change out the screened gantry and heater mux board. Field service then replace both readers and performed robot alignment and qualification. Instrument was returned to customer functioning. Parts were returned to bd for investigation. Root cause cannot be determined with the information provided. No new trends, risks, or hazards were identified. Bd quality will continue to closely monitor for trends with associated problems.

Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using the instrument max clinical a run of 12 samples all reported positive. The customer stated they did not believe the results to be correct due to the high # of positives on one run. There was no indication that results were reported out and there was no report of patient impact.